Manufacturer narrative:
The explanted intraocular lens (iol) was returned to the manufacturing facility for evaluation. The evaluation revealed that the lens received had surface residuals adhered to both sides of the optic body compatible with an explanted lens. The optical inspection results showed the lens diopter corresponded to a size 26.5 diopter lens, which is within production order specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the lens was explanted due to refractive surprise. It was stated that the patient's expectations were not met. It was stated that the patient is doing okay.

Manufacturer narrative:
Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.